Event description:
It was reported to boston scientific corporation that a low profile button replacement g-tube was used during a replacement procedure (date is unknown).according to the complainant, on (B)(6), 2011 the patient had an issue keeping the feeding adapter in place because the port broke and the seal pulled out from within the device. The caregivers put silicone into the device to try and aid in keeping the feeding adapter in place however they were unsuccessful. The patient was taken to a physician and a new low profile button replacement g-tube was placed.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a low profile button replacement g-tube was used during a replacement procedure (date is unknown). According to the complainant, on (B)(6), 2011 the patient had an issue keeping the feeding adapter in place because the port broke and the seal pulled out from within the device. The caregivers put silicone into the device to try and aid in keeping the feeding adapter in place however they were unsuccessful. The patient was taken to a physician and a new low profile button replacement g-tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.